Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The physician reported that a patient with avb iii, implanted with the subject pacemaker, has been hospitalized in emergency due to bradycardia (at 32-40 bpm) and dizziness. The pacemaker could not be interrogated and did not show any reaction to magnet.

Event description:
The physician reported that a patient with avb iii, implanted with the subject pacemaker, has been hospitalized in emergency due to bradycardia (at 32-40 bpm) and dizziness. The pacemaker could not be interrogated and did not show any reaction to magnet.

Manufacturer narrative:
The preliminary analysis of the returned device confirmed the event.

Event description:
The physician reported that a patient with avb iii, implanted with the subject pacemaker, has been hospitalized in emergency due to bradycardia (at 32-40 bpm) and dizziness. The pacemaker could not be interrogated and did not show any reaction to magnet.